Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9 with a fault ID of 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.